Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient with a 14f amplatzer steerable delivery sheath. Prior to procedure, it was noted that the patient had a small pericardial effusion. Later, it was reported on (B)(6) 2023, during a 45day follow up transesophageal echocardiography (tee), the patient's pericardial effusion had increased in the left atrium and required a pericardiocentesis procedure. It was reported 875ml of fluid was drained during the pericardiocentesis procedure. The pericardial effusion was believed to be due to the amplatzer amulet occluder. The patient status was reported as stable.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient with a 14f amplatzer steerable delivery sheath. Prior to procedure, it was noted that the patient had a small pericardial effusion. Later, it was reported on 23 may 2023, during a 45day follow up transesophageal echocardiography (tee), the patient's pericardial effusion had increased in the left atrium and required a pericardiocentesis procedure. It was reported 875ml of fluid was drained during the pericardiocentesis procedure. The pericardial effusion was believed to be due to the amplatzer amulet occluder. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.